Manufacturer narrative:
Corrected data: g2. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the defective s-socket and poor cleaning or insertion of a wet endoscope could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned the evis exera iii xenon light source due to no image being present during procedure preparation. According to the initial reporter, they used a new light source to continue the case. There was no patient harm or consequence reported as a result of this event. During the device evaluation, a b30 scope communication error was discovered. This report is being submitted to capture the b30 scope communication error.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. A b30 scope communication error was noted and was caused by a failed s-socket. Additionally, traces of water and corrosion were discovered and likely caused by poor cleaning or the insertion of a wet endoscope. If additional information becomes available following the device evaluation, a supplemental report will be filed.